Event description:
Inappropriate shocks received from device on (B)(6) 2012. On investigation it was found that her riata lead was malfunctioning, with evidence of noise on the ventricular egm. Dates of use: (B)(6) 2006-(B)(6) 2012. Reason for use: nicm, ef>20%, chf, primary prevention for sudden cardia.